Manufacturer narrative:
Concomitant medical products: product ID: ddbb1d1 ICD, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple lead warnings for high to high/undefined pacing impedance, high to high/undefined superior vena cava (svc) coil impedance, and high/undefined right ventricular (rv) coil impedance had triggered on the right ventricular (rv) lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.